Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is cmp-(B)(4).

Event description:
It was reported that the patient was implanted a ncb df plate right, 9 holes, 246 mm on an unknown side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to implant fracture.

Manufacturer narrative:
Additional information was received on june 08, 2017. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Additional information was received. It was reported that a patient fall on (B)(6) 2017 and was implanted with a ndb plate, right, 9 holes, 246 mm on the left side on (B)(6) 2017. On (B)(6) 2017 the implant fracture and was revised on (B)(6) 2017.

Manufacturer narrative:
No trend considering the following event is identified: plate fracture. Event summary: it is reported that the patient underwent initial surgery with ncb plate on (B)(6), 2017 and experienced fracture of ncb plate on (B)(6), 2017. Hence the patient had to undergo revision surgery to replace it. Review of received data - a description o the event and patient history is available in french, is translated in house and summarized as follows. Patient born on (B)(6), height 160cm previous medical history: dementia, breast cancer, hta, left pertrochanteric fracture (dhs) and right (gamma nail) which following a fall presented a sub- and inter-condylar fracture of the left femur on (B)(6) 2017. She was operated on (B)(6) 2017 with the implantation of a ncb plate according to the usual recommendations with a satisfactory radiographic control. The patient is little autonomous and walks with a walker and under surveillance. On (B)(6) 2017 she breaks her plate without trauma or fall. She underwent revision surgery following the same surgical technique with the addition of biobank-type bone graft and excision of a bone fragment of 2/3 cm. Devices analysis - the fractured 9-hole plate was returned for investigation. No other components such as screws or locking caps were returned. The surface of the plate shows small scratches and some signs which could have been originated by electrocautery. The fracture surface examination indicates that the fracture is a fatigue fracture. The fracture has its origin in on the lateral side of the plate at the interface with the thread of the screw hole. The fatigue fracture progress diagonally to the outer corner of the plate on the surface close to bone. Root cause analysis root cause determination using rmw: - breakage of implant due to movement between implants leads to notching / fretting not possible no signs of notching visible on the plate - breakage of implant due to inadequate implant design &material (fatigue strength - lifetime of the device) not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to chemical / galvanic / crevice corrosion of material not possible no signs of corrosion observed on the plate. - breakage of implant due to wrong interpretation of in situ device position and/or dimension possible, no x-rays and no surgical report available. Thus, cannot be excluded. - breakage of implant due to wrong interpretation of x-ray template for dimensions => possible, no x-rays and no surgical report available. Thus, cannot be excluded. - breakage of implant due to user perform inadequate force to the plate possible, it is unknown how the plate was implanted and if the user used inadequate forces. - breakage of implant due to user define incorrect placement of the spacers and plate => possible, no x-rays and no surgical report available. Thus, cannot be excluded. - breakage of the implant due to user performs inadequate forces to the plate possible, it is unknown how the plate was implanted and if the user used inadequate forces. - breakage of the plate, migration of the screw due to user choose a wrong angular direction for the screw possible, no x-rays and no surgical report available. Thus, cannot be excluded. - breakage of the implant due to user perform improper handling of the plate during insertion => possible, it is unknown how the plate was implanted and there was improper handling of the device. - breakage of the implant due to user read/interprets wrong screw depth possible, no x-rays and no surgical report available. Thus, cannot be excluded. - breakage of the implant due to user read/interprets wrong screw depth possible, no x-rays and no surgical report available. Thus, cannot be excluded. - breakage of the implant due to wrong/ incomplete information about limitation and postoperative restriction possible, the postoperative instruction given to the patient are not available. However, the patient has history of dementia and potentially could have forgot the instructions. Thus, cannot be excluded. - breakage of the implant due to patient do not follow the postoperative protocol possible, the postoperative instruction given to the patient are not available. However, the patient has history of dementia and potentially could have forgot the instructions. Thus, cannot be excluded. - breakage of the implant due to patient do not follow the postoperative protocol possible, the postoperative instruction given to the patient are not available. However, the patient has history of dementia and potentially could have forgot the instructions. Thus, cannot be excluded. Conclusion summary the patient is a (B)(6) female, who had a ncb plate implanted on the left femur on (B)(6), 2017 due to sub- and interconylar bone fracture. Approximately 5 month later, on (B)(6), 2017, she underwent revision surgery as the ncb plate fractured. No trauma or fall are reported. The 93 old patient has history of dementia, breast cancer, hta, left pertrochanteric fracture (dhs) and right (gamma nail). The patient is little autonomous and walks with a walker and under surveillance. Device examination showed that the fracture of the plate is a fatigue fracture originating on the lateral side of the plate near the screw hole and propagating diagonally to the outer corner of the plate. There are several factors which may have contributed to the reported event. At first, the time in vivo and a correct fracture healing play also an important role. The unavailability of x-rays and surgical reports does not allow to assess the factors such as bone quality, fracture healing, fracture repositioning and/or deviation in the surgical technique. Additionally, pre-existing comorbidities and/or incompliance of patient could have influenced the bone healing process. In conclusion, with the information at hand, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received on june 8, 2017. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Additional information was received. It was reported that a patient fall on (B)(6) 2017 and was implanted with a ndb plate, right, 9 holes, 246 mm on the left side on (B)(6) 2017. On (B)(6) 2017 the implant fracture. It is unknown the revision date..